Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that helium cylinder of the cardiosave intra-aortic balloon pump (iabp) leaked when opened, continually hissing despite replacing and seating correctly a new bung.

Event description:
It was reported by the customer that during routine check, the helium cylinder of the cardiosave intra-aortic balloon pump (iabp) leaked when opened, continually hissing despite replacing and seating correctly a new bung. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,b5,b6,b7,g3,g6,h2,h6(health effect ¿ clinical code,health effect ¿ impact codes)

Manufacturer narrative:
Upon further review it was determined that the reported event occured due to a pm part (o-ring) which was due for replacement and there was no patient involved,making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.